Event description:
This report is being filed after subsequent review of the following journal article. Jacobi, m., wahl, p., bouaicha, s., jakob, r. P., & gautier, e. (2010). Distal femoral varus osteotomy: problems associated with the lateral open-wedge technique. Archives of orthopaedic and trauma surgery, 131, 725-728. Varisation osteotomies on the distal femur are an established treatment method for valgus osteoarthritis of the knee in younger patients. Osteotomy can be done in a lateral open-wedge or medial closed-wedge manner. From april 2004 until june 2006, 14 open-wedge distal femur varus osteotomies were carried out. Retrospectively, 14 patients were studied that were treated by the lateral open-wedge technique, fixed with a tomofix plate, with a mean duration follow-up of 45 plus or minus 3.4 months. Of the 14 patients, 8 were male. Mean age was 46 plus or minus 3.1 years. A delayed osteotomy healing was noted after 3, 6 or 12 months, no secondary dislocations, and frequent troublesome irritation due to the plate being on the iliotibial band. At 6 months, two patients showed persisting insufficient healing and continued to walk with crutches. One patient subsequently had spongious bone augmentation and an additional medial plate. In 12 patients, the plate was responsible for friction on the iliotibial band, and removal was indicated. In one patient, irritation caused by the plate was burdensome, but delay of bone healing after 1 year did not allow for plate removal. The plate was, replaced with a smaller plate and additional bone grafting was done. In two patients, one of the distal screws penetrated the medial cortex and caused irritation. In both cases, the screw was replaced in a second procedure. Outcome was satisfactory once the osteotomy healed and the plate was removed. Based on the often slow healing of the osteotomy and frequent irritation due to the plate, this procedure has been abandoned by the author, and the medial closing-wedge osteotomy adopted as the alternative treatment. This is 1 of 2 reports for (B)(4). There is not sufficient information to file multiple reports. This report is for an unknown screw.

Manufacturer narrative:
Device is used for treatment not diagnosis.jacobi, m., wahl, p., bouaicha, s., jakob, r. P., & gautier, e. (2010). Distal femoral varus osteotomy: problems associated with the lateral open-wedge technique. Archives of orthopaedic and trauma surgery, 131, 725-728. Received: 13 june 2010 / published online: 14 october 2010. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.